Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The shock impedance first went out of range more than three years ago. The health care professional (hcp) has been monitoring since, and the shock impedance has ranged from 90 ohms to greater than 125 ohms. There are no delivered shocks in the device history and the lead is a single coil lead which tend to have higher shock impedance measurements. Boston scientific technical services (ts) provided troubleshooting options. This product remains in service. No adverse patient effects were reported.